Event description:
It was reported that three years, four months and twenty-six days post a port placement via the right internal jugular approach, there was allegedly unable to confirm the blood reverse in the device. It was further reported that the catheter allegedly had a saline leakage. Furthermore, the catheter was allegedly broken and the broken catheter was located in the coronary sinus. Reportedly, the broken catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that three years, four months and twenty-six days post a port placement via the right internal jugular approach, there was allegedly unable to confirm the blood reverse in the device. It was further reported that the catheter allegedly had a saline leakage. Furthermore, the catheter was allegedly broken and the broken catheter was located in the coronary sinus. Reportedly, the broken catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port and a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter segment and proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential breaks were noted to be uneven and the surfaces were noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Aspiration was attempted and was successful. Therefore the investigation is confirmed for the reported fracture, material separation, fluid leak and the identified naturally worn and deformation issues. However the investigation is inconclusive for the reported suction issue as there were no difficulty in aspiration was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The investigation is also inconclusive for the reported migration issue as the image evidence for the catheter migration was not provided for review. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.